Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that there was lead insertion difficulty during the stage 2 procedure. They were finally able to insert, however, the setscrew did not secure and hold the lead. They were going to use a new implantable neurostimulator (ins). Replacing the ins resolved the issue.